Event description:
The client was administering muscle stimulation when channel 2 surged. The patient was shocked. The device stopped working. The patient was not injured. This malfunction causes the printed circuit board to change the stimulatory patient output from the intended output to an unintended higher voltage output. When such a malfunction occurs, it results in a shock sensation and possible burn.

Manufacturer narrative:
This device is for export only.